Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214203, expiration date: 07/2016. Control solution lot # 1030308130, expired 11/2010. Per label copy/package insert.

Event description:
The consumer's parent dale called into customer support reporting "...low blood glucose result from her son's nova max link meter from a few days ago. The consumer has not used toe reported blood glucose meter or test strips since the results in question..." It was reported to nova biomedical that a consumer received a result of 31 mg/dl at 2:18 am on his blood glucose meter. The consumer consumed juice to help raise his blood glucose result. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution that was not expired.